Manufacturer narrative:
B3: the event date is not known. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it worked for one year. Additional information was received from the patient. They emailed asking what it mean if implant is at "end of service" and if that meant that the battery was dead. They asked if it would be better to just have it all totally removed. They were told that removal is an option and were redirected to their managing healthcare provider. The patient also responded to a letter on (B)(6) 2023. When asked for clarification on the device only having worked for one year they stated that after it had been implanted it had only helped them for one year. After that their symptoms returned worse than ever before. They had that battery since 2004 and then got it replaced in 2014. They now wanted the entire system surgically removed. They stated the cause was not known but their doctor wanted to replace the battery which they did but they did not want to replace it again as the implant was useless. They stated that their pelvic pain doctor agreed with them that the ins was not helpful for most interstitial gastritis patient. They stated that they were going to ask their urologist to remove the implanted system as it had only helped from 1 out of20 years. They stated additionally that they needed an MRI of the brain but couldn't get it. They restated the desire to have the implant removed and that they didn't know why they should have it implanted if they hadn't noticed that the battery had run out the first time or the second time.